Manufacturer narrative:
(B)(4). The customer returned multiple components from a psi kit, including a guide wire and an arrow raulerson syringe (ars), for evaluation. Signs of use were observed on the guide wire. The guide wire was observed to have one bend towards the distal end of the body and one kink towards the proximal end. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured at 37mm and 405mm from the distal weld. The guide wire length measured 457mm, which is within the specifications of 450-458mm per product drawing. The guide wire outer diameter measured 0.845mm, which is within the specifications of 0.838-0.877mm per product drawing. Functional inspection was performed on the guide wire per the instructions for use (IFU) provided with the kit which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was advanced through the returned ars and a lab inventory 18 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations throughout the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022, during the procedure according to IFU, the physician found a kink in the guidewire. The physician found it defected, opened up a new kit, and finished the procedure. There was no reported medical intervention. The current patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 13sept2022 , during the procedure according to IFU , the physician found a kink in the guidewire. The physician found it defected, opened up a new kit , and finished the procedure. There was no reported medical intervention. The current patient's condition is fine.